Event description:
On (B)(6) 2016 I was admitted into (B)(6) medical center for breast surgery. While they were preparing me into the radiology dept where they first have to place a needle in your breast then kind of thread another smaller needle inside of the original needle causing to mark exactly where the cancer tumors were so that the doctor would be able to remove them all. The needle broke 1/2 inside and the other half broke off on the exterior. The radiologist stated this was a malfunction where the needle was not made properly. He also stated this never happened before. The radiology technician screamed for the doctor to come quick that he had to see this. When he came to take a look he asked for pliers and a light. He said this never happened before and he would have to figure out what to do next. They had no light so they used her cell phone which she took out of her pocket and she scrambled to find a pair of pliers. Nothing was sanitized before using. The radiologist said the MFR did not have their quality control done properly to ensure that this device would work properly when used. I reported this to (B)(6) medical center and they acknowledged it happened, they said they did not have to report it, even if it caused extreme anxiety and stress to me while they were trying to remove the other part of the needle/casing in my breast, redo the original process that the breast surgery was successful and that is all that matter. If a device malfunctions why would they not report this to the MFR and FDA in writing so that it doesn't happen again and hurt someone. "Extreme anxiety and stress does effect the pt since they are already worrying about the original surgery they sure as hell don't need more added to them because a MFR did not do their job, were negligent and supplied poor quality medical devices to the hospital who then used it on me the pt." This is unacceptable to me as a pt and should be to the FDA who approves/regulates medical devices. I am sure if it was you or a member of your family, you would not accept this as "oh well attitude" like the hospital told me. The hospital did not give me the broken device nor would they give me the MFR or any other information on the malfunction medical device.